Event description:
It was reported that the patient had their implantable cardiac defibrillator (ICD) and leads removed due to pocket erosion and infection. A pocket specimen reported (B)(6) and the patient was treated with intravenous (IV) antibiotics. It was also reported that when the patient returned to the floor following surgery large amounts of bleeding was noted from the incision site. The wound was packed with more dressing, three times a day wet-to-dry dressing changes, and the patient received five units of packed red blood cells (prbc). The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 84% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant medical products: 419588, implantable pacing lead, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2007; 694765, implantable tachy lead, (B)(6) 2007. (B)(4).